Event description:
It was reported that the patient has an ambicor penile prosthesis removed and replaced due to the valve malfunction in one cylinder resulting in the device would not remain filled. Further information was requested and not yet received.